Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: root cause could not be determined as no photos and samples returned for investigation. If the sample are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that 3,900 syringe 5ml ll experienced difficult plunger movement. The following information was provided by the initial reporter: the plunger of the syringe needle is too tight and cannot be pushed or pulled normally. The medicine is withdrawn. After the syringe is put on the sterile operating table, when there is no medicine, it is found that the needle of the syringe plunger cannot be pulled and cannot be used.